Event description:
It was reported while using bd unknown® blood collection tube the vacutainer cracked with light pressure. The following information was provided by the initial reporter: customer problem: citing customer, during the assessment, we discovered nurses have been using the blood vacutainers to obtain urine specimens. I recreated this with one of the demo foleys and the vacutainer cracked with light pressure.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown.

Manufacturer narrative:
After review MFR report #2243072-2022-01043 was submitted in error. This MDR is to be considered canceled as it was confirmed as a non bd product.

Event description:
It was reported while using bd unknown® blood collection tube the vacutainer cracked with light pressure. The following information was provided by the initial reporter: customer problem: citing customer, during the assessment, we discovered nurses have been using the blood vacutainers to obtain urine specimens. I recreated this with one of the demo foleys and the vacutainer cracked with light pressure.